Manufacturer narrative:
Date of event unknown in the year 2020. 510k: this report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that during an open reduction internal fixation (orif)of the left medial epicondyle procedure on (B)(6) 2020, an unknown 4.5x56 mm screw was placed on the patient for fixation. The reported screw was left in the patient's left elbow. It was mentioned that the issue has no impact to the patient as per operative note: the screw stripped at the distal end but still did its job and was considered per or note: ¿ the hardware was deemed adequate and was accepted during surgery¿. It is unknown if there was a surgical delay. The cast is been removed. There remains a threaded screw through the medial condyle. There is a partially extruded fragment of the screw extending to the lateral border as on all prior studies. The alignment about the elbow is anatomic. There is no elbow joint effusion. The threaded screw is otherwise intact without evidence of loosening or infection. The radial head is intact. Patient status is stable and was discharged to home. Surgical outcome was unknown. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).